Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device was returned for the evaluation. The investigation is confirmed for the reported retraction problem, as the introducer sheath was noted to be buckled and bunched. The definitive root cause for the reported retraction problem could not be determined based upon available information. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the information indicates that model va80104 pta dilatation catheter allegedly experienced a retraction problem. The information came from one source. The malfunction involved a patient with no reported patient injury. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
The return of the device is pending. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the information indicates that model va80104 pta dilatation catheter allegedly experienced a retraction problem. The information came from one source. The malfunction involved a patient with no reported patient injury. The patient's age, weight, and gender were not provided.